Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the plastic end piece on the prongs is cracking. The alleged incident was discovered by the respiratory staff during use in the nicu of the medical facility. No patient injury or intervention reported.